Event description:
Melted and burned marks on the blood glucose monitoring device and its base unit. Reporter stated there were no injuries associated with the alleged damage. Reporter indicated using some type of cleaning wipe, but did not know what type. Reporter stated taking the base out of service. A request was made for the return of the suspect device and replacement product was sent.